Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that for the past six months prior to the report, it seemed like the implantable neurostimulator (ins) battery was slowly not keeping a charge as long. The patient stated that he was charging every couple of weeks and around the time of the report, he was charging every two to four days. The patient had not recently had the need to increase parameters and they were not recently reprogrammed or switched groups. In the end the patient was redirected to follow-up with their healthcare professional (hcp) to check the ins/leads. There were no further complications reported or anticipated.